Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified it was broken in two pieces. The microscopic analysis confirmed the fiber tip was degraded, and the connector seemed in good conditions, fibers as consumable devices are expected to degrade with use. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The customer mentioned that the fiber was kinked, thus leading to the fiber break. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, immediately after starting its use, the fiber kinked on the distal side. Due to this, the procedure was completed using another device. There were no patient complications. The fiber was returned, and analysis identified that the fiber was received in two pieces.